Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that during a procedure to treat an unspecified lesion, there was leaking when an attempt was made to inflate the balloon of a 6.0x80 mm armada 35 catheter. It is unknown where the leak was located. Reportedly, the armanda 35 catheter was prepped per the instructions for use without any issues noted. There was no adverse patient effect and no clinically significant delay in the procedure. A new same sized armada 35 was used to complete the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the returned device analysis identified a leak in the distal end of the strain relief, which was found when the balloon catheter was pressurized. A search of the complaint handling database was performed and no other incidents were identified from this lot for hub leaking issues. While a search of the lot history record for this specific lot indicated no related non-conformance records, based on an expanded investigation, a product issue related to leakage at the hub was identified. The event was possibly related to hub assembly during manufacturing. Further assessment of this issue per site operating procedures was performed and corrective/preventive actions to address this issue have been implemented. The performance of these devices will continue to be monitored.